Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. The patient's blood glucose level was 450 mg/dl. The patient stabilized himself by using pen therapy and replacing the infusion set. The insulin leak occurred multiple times for the past 6 months. It is unknown how many infusion sets were defective. The affected material has been discarded.